Event description:
Pt presented for exam. The eda patch was not used as the pts skin was very thin and even tape removed the skin. An extravasation, estimated to be approx 60-80 cc's occurred. A plastic surgeon was called and no further medical intervention other than elevating the arm and applying hot packs was required. Pt was checked again by the radiologist the following day and was fine.